Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the health professional that the external telemetry rate was lower than the programmed rate of the device. The device remains in use. No patient complications have been reported as a result of this event.